Event description:
It was reported that the insulin pump alarmed no delivery during the manual prime procedure. The customer did not know his blood glucose reading. Upon troubleshooting, it was found that insulin did exit the tubing when the customer manually pushed the plunger. Advised the customer to rewind the insulin pump, reinsert the reservoir and run manual prime to at least 5.0 units. The customer stated that the device did not alarm no delivery. Advised that the insulin pump was working as designed. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.